Event description:
Twenty six days post implantation of the sapien xt valve into a pre-existing surgical mitral valve, echo showed the xt valve had migrated atrial. The decision was made to bring the patient back for a thv in thv/bioprosthetic valve procedure. Per report, due to the thv valve migration atrial post-procedure, the physicians opted to deploy a 26mm sapien xt valve into the 23mm sapien xt valve (within the surgical valve). There was concern if they approached the valve from a transapical approach, the 23mm sapien xt could embolize; therefore they decided to approach through the left atrium. A right sided thoracotomy was performed. As the cardiologist was attempting to get the wire through (both) the 23mm sapien xt valve and the surgical valve, the wire actually went in through the space between the two valves and back up through the 23mm sapien xt retrograde, causing the sapien xt valve to embolize into the la. The decision was made to keep the 23mm sapien xt on that wire, and approach the surgical valve with a new wire to attempt to deploy a new 26mm sapien xt valve in the surgical valve. Due to the anatomy and the location of the approach in the la, the physicians had great difficulty in aligning the ascendra+ system and getting it to cross the surgical valve. Much time was spent attempting to cross. The team decided to remove the 26mm sapien xt valve and re-approach without a sheath. As the delivery system was being removed, the xt valve became stuck in the hemostasis port of the sheath, thus it was never deployed in the patient. Ultimately, the decision was made to place the patient on bypass, remove the embolized 23mm sapien xt valve, and open the la for direct visualization and approach. A second 26mm sapien xt was prepped while the la was opened. Then, under direct visualization, the 26mm sapien xt was deployed into the surgical valve (no fluoroscopy used). The valve was post dilated with 2 extra cc's of volume. The decision was then made to deploy a second 26mm sapien xt valve into the previous 26mm sapien xt valve (inside the surgical valve). The second 26mm sapien xt valve was prepped in standard fashion and deployed, again under direct visualization and no fluoroscopy. The valve was post dilated with 2 extra cc's of volume. The patient left the room with trace pvl and in stable condition. Note: this event pertains to the 23mm sapien xt valve that was deployed.

Manufacturer narrative:
Article bibliography: stephanie, mick. L, md, eric e. Roselli, md, samir kapadia, md, e. Murat tuzcu, md, amar krishnaswamy, md, and lars g. Svensson, md, phd (2016). Postoperative migration of an edwards-sapien xt mitral valve-in-valve treated with direct vision implantation during beating-heart bypass. The annals of thoracic surgery, 101, issue 3, 1182-1185.

Manufacturer narrative:
Device migration and device embolization requiring intervention are known potential adverse events associated with transcatheter valve replacement procedures. At this time the sapien xt valve is not indicated for use in the mitral position or within a pre-existing surgical valve, therefore the IFU and training manuals do not provide instructions on the steps for positioning and deployment of the valve in this position. In this case, the cause of the migration of the 23mm sapien xt valve appears to be due to valve under-sizing (during the second procedure a 26mm xt valve was deployed). The valve embolization was caused by a procedural complication- as the cardiologist was attempting to advance the guide wire through the 23mm sapien xt valve, the wire went in through the space between the xt valve and the previously implanted surgical valve, and back up through the xt retrograde, causing the sapien xt to embolize into the left atrium.